Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the device evaluation, it was determined that the suction cylinder was worn. Additionally, the evaluation revealed the following findings: there was crimple at the connecting tube; the coating at the connecting tube was peeled off; switch 3 did not work; angulation in the up direction was out of standards due to wear of angle-wire; scope connector cover unit was dirty; there was a gap of adhesive on bending section cover (a-rubber); crack/scratch of the objective lens; scratch of the distal end (no sharp edge); light guide lens was nicked; e315 error-scope error was observed; control section had a crack; control section had corrosion; corrosion on the scope connector; the image appeared on monitor but was noisy (including horizontal stripe noise/grid noise/vertical stripe noise). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope exhibited signs of wear of the suction cylinder. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the angulation mechanism revealed signs of deterioration due to corrosion. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed deterioration and rusting of the bending mechanism could not definitively be determined, however, the issue was likely the result of water ingress into the operation unit from the leakage point during user was handling and or physical stress applied to the operation part during user handling. The event can be detected/prevented by following the instructions for use section which state: -chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.4 leakage testing of the endoscope. Gif/cf/pcf-290 series reprocessing manual chapter 1 general policy 1.4 precautions: ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control¿. Gif/cf/pcf-290 series operation manual important information ¿ please read before use_ warnings and cautions:¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.